Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room approximately two weeks ago due to an elevated blood glucose (bg) level of 400 (mg/dl) and ketones. Customer administered correction boluses to treat elevated bg levels. Customer was subsequently admitted to the hospital and treated with an insulin drip and intravenous fluids. System check performed with tandem technical support indicated that the pump performed as intended. Customer was released from hospital the following day.